Event description:
While attempting to reposition the mandibular distractor one of the components (the multi-distractor pin-holding clamp/body) broke. In order to accomplish the repositioning it was necessary to replace the device with another one. No harm to pt.